Manufacturer narrative:
The device was received with a critical pump error an pump error 35 found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be 0.03 mv. Unable to perform functional test including self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with fading serial number label, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer saw a red x on the display. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.